Event description:
It was reported that after an unrelated lead revision procedure, the patient acquired a systemic infection. The system was explanted and replaced with a temporary wire system. Approximately a week later, on (B)(6) 2017, a new system was implanted on the right side of the patient.